Event description:
According to the insured person, plates were implanted into her left foot, in the (B) (6), in (B) (6) 2007. During explantation in (B) (6) 2008, in (B) (6), the breakage of plates and screws was noticed, the patient reports about pain.